Event description:
The customer reported that the 840 ventilator had a blank screen. There was no patient involvement. Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone and recommended to check bd cpu leds and replace the power supply. Covidien not authorized to evaluate the device.

Manufacturer narrative:
(B)(4).